Event description:
Alerts and alarms were reported to not work properly, with some alarms not being loud enough. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.